Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm lot 63318290 g4: premarket identification k011028/k013227 h6: event problem codes ¿ patient code: 1994 pain, 1690 abscess. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at teeth # 46/47 were removed due to a subterminal peri-implantitis. Inflammation, pain and abscess were reported as a result of the event. A bone graft has been performed.